Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient was not doing well with the knee implant. A revision surgery was performed on (B)(6) 2023 to address this adverse event. A 1 mm poly, a bolt and a screw were removed and replaced with a 13 mm poly, and a new bolt and screw. Current health status of patient is unknown.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision total knee arthroplasty was performed due to the patient ¿not doing well with the knee implant¿ in which the poly, bolt, and screw were replaced. As of the date of this medical investigation, no clinically relevant supporting documentation has been provided. It is noted within the attachments that further information is unknown. Therefore, there were no clinical factors identified which would have contributed to the event. The patient impact includes the revision surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee system revealed in warnings and precautions, postoperative section that use extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.